Event description:
A hospital reported via a distributor that the resistance of the expiratory heater wire of an rt204 adult dual heated breathing circuit was too high. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt204 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: two rt204 breathing circuits were returned to fph new zealand for further investigation. Both circuits were visually inspected and electrically tested for the reported damage. Results: no physical damage was noted on both circuits. The electrical resistance of the first circuit was within the required specification. The electrical resistance of the expiratory heater wire of the second circuit was outside the specification, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100116. Conclusion: high resistance in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire developed the fault post production, possibly as a result of a weak crimp connection.